Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons were unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons responded properly to button presses. The keypad was removed and there was evidence of contamination observed under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.